Event description:
On 05/07/93 an ipp device was implanted. On 07/22/97 it was reported that "on 07/23/96 patient developed a swelling in the left scrotum and became concerned that the prosthesis was not working properly." On 07/24/96, patient saw his physician, who examined him and advised him that the device may have failed. No further information is available at this time.